Event description:
It was reported that a patient experienced peritonitis and an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the events was unknown. The patient was hospitalized for the event of infection. Treatment and outcome for the peritonitis event was not reported. Action taken with pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.